Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be: ¿ inadequate material selection. ¿ inflation lumen collapses. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley balloon had a ridge when deflated. The ridge made the discontinuation very uncomfortable for their male patients. Sometimes removal was difficult and additional force had to be used to pull it past the meatus. It was also stated that the nurse placed the foley, and did not pre-inflate the balloon. This particular case was a 16 french foley. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon had a ridge when deflated. The ridge made the discontinuation very uncomfortable for their male patients. Sometimes removal was difficult and additional force had to be used to pull it past the meatus. It was also stated that the nurse placed the foley, and did not pre-inflate the balloon. This particular case was a 16 french foley. No medical intervention was reported.